Event description:
On 02/25/1999, the facility's nurse practitioner informed the MFR's (MFR.) Representative of the following: a precipitant that appeared to be plaque was noted occluding the line. The pt spiked a temperature, but all cultures were normal. On 03/05/1999, the device was returned to the MFR. For analysis with an explant record that states the following: the device was implanted on 01/16/1999, via the right external jugular. The catheter position was superior vena cava/right atrial junction. The drugs infused were total parenteral nutrition (no calcium and 1meg. 1kg k phos) il (fat emulsion). Fedextran .2mg 1kgld. On 02/14/1999, the line became occluded. Urokinase was injected into the line in an attempt to remove what was believed to be a blood clot. Upon withdrawal of the urokinase, white hard plaque in clumps was withdrawn and seen in the catheter. The catheter was then removed immediately. Question which is this plaque. The pt had a fever of 24 degrees over the time of line evaluation and removal. The fever resolved after removal complete blood count and blood cultures taken at the time of fever were all within normal limits. No further details were provided.